Event description:
It was reported that; final tightening was performed for the screw on the right side of l 4, after treatment for the l 3, compression was added based on l 4. At that time, the head of l4 was separated from the head part and the screw.

Event description:
It was reported that; final tightening was performed for the screw on the right side of l 4, after treatment for the l 3, compression was added based on l 4. At that time, the head of l4 was separated from the head part and the screw.